Event description:
This event was reported as valve explanted after 3 years implant duration due to mitral insufficiency, perivalvular leak, degeneration of valve leaflets and probable valvular endocarditis. No further info was provided.